Event description:
It was reported that white debris was observed inside the valve container of the evolutfx-26 when it was first opened for the case. The valve was discarded and a new valve was used instead. There was no patient involved. Additional information was received to report opening the jar which contained the valve was extremely difficult. Once the lid was twisted off of the jar, loose, white particulate assumed to be from the lid seal/gasket ring that seals the jar was observed in the glutaraldehyde solution.

Manufacturer narrative:
A second paragraph was added. E. Initial reporter and facility information. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that white debris was observed inside the valve container of the evolutfx-26 when it was first opened for the case. The valve was discarded and a new valve was used instead. There was no patient involved.

Manufacturer narrative:
E1 - initial reporter details were not provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.